Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was intermittently losing network communication. The field service engineer (fse) modified network settings, removed unused network controllers, and disabled power management. Communication stabilized, eliminating the need for hard drive replacement. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es kept disconnecting from wi-fi. The customer attempted to restart the device, which restored connectivity for approximately one hour; however, it subsequently disconnected again. However, there were no delays, adverse events or injuries reported based on this event.